Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT), a non-mobile device related thrombus (drt) was noted at the center pin. The drt was pedunculated at pin and there was no limbus gutter. The patient was on dual antiplatelet therapy (dapt) and compliant. There were no other medical issues known that may have contributed to the drt. The patient was started on eliquis and will be reimaged in six (6) months. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT), a non-mobile device related thrombus (drt) was noted at the center pin. The drt was pedunculated at pin and there was no limbus gutter. The patient was on dual antiplatelet therapy (dapt) and compliant. There were no other medical issues known that may have contributed to the drt. The patient was started on eliquis and will be reimaged in six (6) months. There were no patient complications.